Event description:
The patient wore the pod for approximately 1 to 4 hours before becoming ill. While traveling abroad, the patient passed the controller through airport x-ray screening. During the trip, the patient observed elevated blood glucose readings. After returning to the country of origin on 11 september 2025, the patient¿s condition worsened, and the patient became increasingly unwell and confused. On (B)(6) 2025, a family member contacted emergency services due to abnormal speech. Paramedics identified elevated blood glucose and ketones measured at 6.8 (units not provided) and transported the patient to the hospital. The patient was diagnosed with ketoacidosis, removed from pod therapy and sensor use, and treated with intravenous drip and fingerstick glucose monitoring. The patient remained hospitalized for four days and was discharged on 16 september 2025. During hospitalization, the patient noted that the controller displayed a 20% battery level but would not recharge. The patient contacted support and was advised to transition to a holiday loaner controller, which the diabetes care team later assisted in setting up. The original controller will be returned, and the patient no longer has the associated pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Locked down smartphone: data not available. Omnipod software app version: data not available. Operating system: data not available. Hardware: data not available. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.